Manufacturer narrative:
H3 evaluation summary: the service history record was reviewed showing no previous issues. The unit was evaluated, and the reported condition could not be confirmed. The unit was functioning as expected during evaluation. Preventative maintenance was performed on the unit. A corrective and preventative action (CAPA) is not applicable since the reported event could not be confirmed though the evaluation of the returned device. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the device overfed during testing by 18%.